Event description:
It was reported that a technician attempted arteriotomy closure of a right common femoral vessel after a percutaneous coronary interventional procedure using a proglide device. It was indicated that after the technician finished the proglide closing procedure, the puncture site became under skin level. The technician used scissors to cut the knot and took out the suture, then manual arterial compression was applied on the puncture site and finished the closure procedure. There was no adverse patient sequela. The technician is reported to be trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4).. The device is expected to be returned for investigation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation of the returned device did not identify any manufacturing or quality deficiency that could have contributed to the report of the puncture site became under skin level upon vessel closure. No lot history record or query of the complaint-handling database was performed because the incident was reported as no known device problem. Based on the reported information, device analysis, and manufacturing inspection criteria, no product deficiency was identified and the cause for the reported event could not be determined.